Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-29, a fluoroscopic load check was performed showing an overlap to node 2.5. Pre-implant balloon dilation was performed using a 23 mm non-medtronic (numed) balloon through an 18 french non-medtronic (gore drysheath) sheath. The delivery catheter system (dcs) was inserted over a non-medtronic (safari small) guidewire. The first valve deployment was too deep, and the valve was partially recaptured. During the second deployment to 80%, the valve was constrained, and a possible infold was noted. The system was withdrawn and a different system was prepped. Folding was detected during the fluoroscopy check and the system was not used. A new system was prepped without issue and the valve successfully implanted. Additional information was received to clarify there was only one system with a misload which was reported to be an overlap which extended to node 4 of the valve frame. Per the physician, the patient had annular calcification which contributed to the infold that occurred. The procedure was delayed by approximately thirty minutes as a result of the infold.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-29, a fluoroscopic load check was performed showing an overlap to node 2.5. Pre-implant balloon dilation was performed using a 23 mm non-medtronic (numed) balloon through an 18 french non-medtronic (gore drysheath) sheath. The delivery catheter system (dcs) was inserted over a non-medtronic (safari small) guidewire. The first valve deployment was too deep, and the valve was partially recaptured. During the second deployment to 80%, the valve was constrained, and a possible infold was noted. The system was withdrawn and a different system was prepped. Folding was detected during the fluoroscopy check and the system was not used. A new system was prepped without issue and the valve successfully implanted.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: l-evolutfx-2329 (lot: 0012413025); product type: 0195-heart valves; product ID: d-evolutfx-2329 (lot: 0012362242); product type: 0195-heart valves; product ID: evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; product ID: d-evolutfx-2329 (lot: 0012362242); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012413025); product type: 0195-heart valves; product ID: boston scientific safari small guidewire (lot: unknown); product type: guidewire; product ID: 23 mm numed balloon (lot: unknown); product type: dilatation balloon; product ID: 18 french gore drysheath sheath (lot: unknown); product type: introducer sheath. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received submerged in a clear solution in the original product packaging. All leaflets are flexible and intact.leaflet l3 is partially open adjacent to the point of coaptation with both l1 and l2 in the closed position. All commissures appear intact. The valve was submerged in body-temp (approximately 37 celsius) saline. The frame expanded but didn¿t expand to full dilation. Due to the received condition, a deployment simulation to evaluate against the alleged event of infolding cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.